Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-22-client is testing with expired test strips. Note: manufacturer contacted customer on 4/17/2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Not received the replacement yet. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Mother calling wants to know what hi blood sugar means. Mother is calling on behalf of the customer. The expected fasting blood glucose test result range is 200 to 350 mg/dl. The customer did report symptoms of feeling tired and having a headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed because strips were expired. The test strip lot manufacturer's expiration date is 10/24/2017. The meter memory was reviewed for previous test result history: r(B)(6). Mother calling wants to know what hi blood sugar mean. I review with customer what the hi message means and why it may occur. Customer tested with several meters and all of them shows hi. Customer states that his normal glucose range is 200-350 mg/dl fasting and he only test 2-3 times a day. Customer states that he is feeling tired and he have a headache. Customer will not seek any medical assistance at this time. Customer states that he knows that his blood sugar is high and in the past he asked his doctor for insulin but they refuse. The strips are expired.